Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure with intraocular lens implant the phacoemulsification (phaco) handpiece made a noise and got warm. The phaco tip was firmly attached. The case was completed using an alternate phaco handpiece. There was no harm to the patient.